Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the femoral neck was broken. The prosthesis was implanted in 2008.